Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the insulin pump had a blank display. The customer¿s blood glucose level was 156 mg/dl at the time of the incident. Insulin pump was also exposed to moisture. The customer was assisted with troubleshooting and the display did not return. The insulin pump will not be returned for analysis.

Manufacturer narrative:
Device received with blank white display due to corroded electronic assemblies and corroded motor home switch. Unable to perform functional testing including self test, sleep current measurement, active current measurement or displacement test due to display anomaly. Device received with cracked case (battery tube) and cracked battery tube threads.